Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator was turned on but is unable to complete the startup process (start up bar). Ventilator will not access service software mood, won't take screenshots and unable to export the vent files. No patient involvement.